Event description:
It is reported that a customer has physical damage in the form of scratches on their insulin pump as well as a battery out alarm. The patient's blood glucose level was unknown. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.